Manufacturer narrative:
This case, with patient identifier (B)(6) (strips with lot number 473645) is related to case with patient (B)(6) (strips with lot number 473541). Patient weight was listed as (B)(6) and no unit of measure was provided. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 432 mg/dl and 147 mg/dl. The patient used 2 lots of strips, 473541 and 473645. It is unknown which lot produced which result. No adverse event reported. Return of suspect device was requested and replacement was sent.